Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during patient use using the staples were jammed, not loading.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73m1700330 was manufactured on 12/15/2017 a total of 6,000 pieces. Lot was released on 12/29/02017. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler was returned with adhesive material on the frame and with its trigger partially engaged. The first two staples appear to be misaligned in the cover block. The stapler was received with 28 staples left in the cover block indicating that at least 7 staples were fired by the end user. First, the trigger cycle was completed and no staple fired. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, no staple fired. This was repeated two times with the same result. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. An attempt to manually realign the staples was made. However, the staples were unable to realign. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staple jammed" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly. Therefore, the potential cause of this complaint issue could not be determined.

Event description:
It was reported that during patient use using the staples were jammed, not loading.